Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES station was unable to login. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of the actual device used in this incident, it was determined that the unable to login and could not open the data base. A Technical Support Specialist (TSS) investigated a database access issue caused by missing user permissions. The CareFusion application password was reset, security logins and database permissions were configured for the affected users, and application access permissions were granted. The customer was then able to access the system successfully, and the same access was provided to additional users. The system functioned as intended after the technical support specialist troubleshot the device.